Manufacturer narrative:
Mw5100814.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse due to damage to the device.

Event description:
It was reported via a medwatch report that the arthrex beach chair positioner clamps slid on bed rails with the patient on it. See source data attached.